Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) have requested further information from the healthcare facility such as event and device details, and for the return of the subject device. F&p will provide a follow up report upon completion of our investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in (B)(6) reported that on (B)(6) 2025 at 8:04pm a patient receiving therapy on a pt101 airvo 2 humidifier (airvo 2) was noted to be desaturating. It was reported that at 8:10pm a code blue was called by the healthcare facility. The healthcare facility reported that an error message was observed on the subject airvo 2 by the healthcare staff. The healthcare facility reported that the healthcare staff did not note the details of the error message. It was reported by the healthcare facility that the patient passed away. The healthcare facility further reported that the healthcare staff did not attempt to switch out the subject device. It was reported that at the time of the event, the healthcare staff had noted that flow was still being delivered by the airvo 2. It was further reported that after the event, when the subject device was taken to the healthcare facility's biomedical technician, they were unable to observe any error messages on the subject device. Fisher and paykel healthcare (f&p) have requested further information from the healthcare facility such as event and device details, and for the return of the subject device.

Event description:
A healthcare facility in california reported that on (B)(6) 2025 at 8:04pm a patient receiving therapy using a pt101 airvo 2 humidifier (airvo 2) was noted to be desaturating. It was reported that at 8:10pm a code blue was called by the healthcare facility. The healthcare facility reported that an alarm was observed on the subject airvo 2 by the healthcare staff. The healthcare facility reported that the healthcare staff did not note the details of the alarm. It was reported by the healthcare facility that the patient passed away. The healthcare facility further reported that the healthcare staff did not attempt to switch out the subject device. It was reported that at the time of the event, the healthcare staff had noted that flow was still being delivered by the airvo 2. It was further reported that after the subject device event, when the subject device was taken to the healthcare facility's biomedical technician, they were unable to replicate any alarms on the subject device. Fisher and paykel healthcare (f&p) have requested further information from the healthcare facility including detailed event information, such as time of reported patient death and other information related to the subject device, however, the healthcare facility did not agree to provide the requested information.

Manufacturer narrative:
(B)(6). Corrected data: b4, b5, d9, g3, g6, h2, h3, h6, h11. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the subject device was received by fisher & paykel healthcare (f&p) in new zealand where it was inspected by a trained f&p investigation engineer. The subject device was performance tested. F&p's investigation is based on the information obtained from the healthcare facility, f&p's evaluation of the subject device, previous investigations of similar complaints, and f&p's knowledge of the product. Results: visual inspection of the returned subject device revealed no signs of external damage to the subject device. The subject device was powered on, performance tested at the reported patient settings and confirmed to be operating as expected. A review of the subject device log showed no recorded alarms. The subject device was further tested by running for an extended period at the reported patient settings with no faults found. The subject device was opened for further investigation, and all internal components were found to be in good condition. Conclusion: f&p are unable to determine the cause of the reported event as there was no fault found with the returned subject device. It was reported by the healthcare facility that at the time of the event, the healthcare staff had noted that flow was still being delivered by the subject device. It was further reported that when the subject device was later taken to the healthcare facility's biomedical technician, they were unable to replicate any alarms on the subject device. The healthcare facility further reported that the subject device had been in use on the patient for eight days prior to the reported event. It was reported by the healthcare facility that upon the healthcare facility's check of the subject device, it displayed the most recent alarm which had been generated. The nature of this alarm is related to the temperature sensor of the heated breathing tube used with the subject device. The alarm does not impact the subject device's flow output and therefore is unlikely to impact patient saturation levels. The healthcare facility reported that flow was still being delivered by the subject device at the time of the event. The healthcare facility's biomedical technician was unable to replicate any alarms on the subject device during testing. There were no other patient injuries reported. Fisher and paykel healthcare (f&p) have requested further information from the healthcare facility such as event and subject device details, however, the healthcare facility did not provide the requested information. During the manufacturing process, quality control measures ensure each manufactured airvo 2 meets specification. These quality control measures are performed at the end of the final assembly process on 100% of the manufactured units. Any unit that fails any of these tests will be rejected. The subject device has met the required specifications. The user instruction (ui) of the pt101 airvo 2 humidifier states: - "appropriate patient monitoring must be used at all times. Loss of power means loss of therapy." - "the unit is not intended for life support." - "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply. - "never operate the unit if it is not working properly."